Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted (300 mg/dl). The customer took a manual injection to stabilize bg level. The customer noted a "red x and 0u insulin" as a result of not completing the load process. Prior to contacting tandem technical support, the customer attempted to reset the pump to re-estimate the insulin inside the cartridge and placed the pump in storage mode. The customer was instructed to take the pump out of storage mode. The customer reloaded the same cartridge and the issue was resolved.